Event description:
Customer's mother reported customer's insulin pump is having battery issues. The device is shutting off. Customer's blood glucose is 400 mg/dl. He was able to treat with the device. Customer received weak battery alerts. The batteries were not used. Customer uses energizer batteries. A replacement battery cap was sent. Customer was advised to monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).